Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp was approximately 0-1 millimeter (mm) which would warrant a recapture. An angiogram was performed in the left anterior oblique (lao) view but depth at the left coronary cusp (lcc) is not clear. Per medtronic best practices, the target depth of implantation is 3 mm. Recapture is recommended if depth <(><<)>1 mm or >5 mm. Despite the depth being <(><<)>1 mm, it was reported that the valve was released resulting in dislodgment. With the information available and image review, the target depth of implantation before valve released may have resulting in dislodgment. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was the mid pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of 0mm on the non-coronary cusp (ncc) and 0mm on the left coronary cusp. It was noted that the valve dislodged aortic and was no longer in the annulus after deployment. No post-implant bav was performed. Subsequently, a goose neck snare was used to stabilize the first valve. A non-medtronic guidewire was used during the procedure. There was no patient anatomy that contributed to the dislodgement; however, slight parallax at 80% was noted when attempting to assess the depth on the ncc. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID non-medtronic guidewire (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated data: b5. G2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve (B)(6) dislodged aortically. The valve was inactivated but remained in the patient. A new valve (B)(6) and delivery catheter system (dcs) were successfully used to complete the procedure. No additional adverse patient effects were reported.